Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a dreamstation auto CPAP device's sound abatement foam. The patient reported that heating plate gets too hot and was behaving erratic causing the air to be dry and the unit had a burning smell. There was no report of serious patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection was completed by the manufacturer. The manufacturer found both sides of the blower box had foam that looked like they had moisture, black particle contamination on the blower box consistent with degraded sound abatement foam, bottom enclosure had particles of the degraded sound abatement foam laying inside of it. The manufacturer also found unknown white dust-like and potential hair/fiber contamination on top of the blower motor, the bottom enclosure and the blower motor seal. Yellowish/brown unknown contamination found on the top enclosure and front panel, brown and white dust-like contamination on the top enclosure and front panel, white dust-like contamination on the blower box lid, black contamination consistent with keratin, at the air outlet of the blower box. The device was applied power and the device operated properly. The device's downloaded event log was reviewed by the manufacturer and found no error. The manufacturer concludes evidence of sound abatement foam degradation or breakdown. The manufacturer confirmed the presence of multiple contaminants that are not consistent with degraded sound abatement foam in the secondary findings and were most likely from an external source. Evaluation was not able to confirm the complaint or address the symptoms specified.